Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and externalized conductors was observed. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.